Event description:
It was reported that tandem pump generated cartridge alarm that was confirmed as cartridge alarm 34, and caller also reported cartridge alarms with consecutive cartridges while no exposure to magnets or issues during load process were identified. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if needed, while technical support arranged replacement pump.